Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer used cold insulin to fill the cartridge. Tandem technical support educated the customer regarding room temperature insulin. There was no reported adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.